Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: ios / ios_iphone 13 pro max / unknown / ios_16.6.

Event description:
It was reported that pump display had missing or stuck pixels, and this issue affected customer¿s ability to read and interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if necessary.